Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 9/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the optic was torn, most probably to make explant possible. No further anomalies were identified. The complaint cannot be confirmed. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that capsule tore at surgeon and patient interface while inserting lens into the eye. The lens was removed and replaced in same surgical procedure. Reportedly anterior chamber lens was placed in patient¿s operative eye. No further information provided.